Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted, replaced and the ipg site was repositioned.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site, on the belt-line. In turn, surgical intervention may be planned to address the issue.